Manufacturer narrative:
Due to characterization limit e1: a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had no ECG signal. No harm or injury to the patient was reported.

Event description:
N/a

Manufacturer narrative:
Update fields: b4, e1 (initial reporter, event site telephone, event site email), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected fields: g2, h6 (medical device problem code) a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the ECG, bp, and fiber optic triggers were all read correctly by the machine. The unit was checked for over an hour on ECG trigger, and the issue did not appear. The unit passed all functional and safety checks to factory specification.